Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician reported that the tibial component is subsiding. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Event description:
It was reported that the patient underwent a total ankle replacement. The physician reported that the tibial component is subsiding. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
Correction h6 (results and conclusion codes) the reported event could be confirmed, since the need for a revision could be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT imaging shows a marked loosening and subsidence of the tibial component. The talar component has subsided slightly at the posterior side and is not alignment with the desired neutral position in the sagittal plane. The device itself looks intact. Most likely patient-related factors play a role in this indication for revision." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. Based on the evaluation of the available information, the root cause was attributed to a patient related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.